Event description:
The iab was received for evaluation with the membrane and portion of attached catheter separated from the rest of the y-fitting and catheter. Blood was noted on the balloon's exterior, between the catheter and sheath, within the inner lumen, within the catheter, and within the extracorporeal tubing. A large, dried blood clot was noted at the distal end of the membrane. The sheath was noted to be kinked along its length. The inner lumen was observed to be kinked at the proximal seal. Visual examination of the membrane revealed a smooth-edged penetration near the proximal seal. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark.although the patient consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenondevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: balloon. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.